Event description:
In 2009, the pt reported that he continues to experience e4 (occlusion) errors and elevated blood glucose with his replacement infusion device. He was hospitalized three days prior, due to vomiting, diarrhea, and weakness. He was advised by the hosp staff to remain connected to the infusion device. At the time of the report his blood glucose measured 300 mg/dl. He stated that he had changed the insulin cartridge and infusion set. To troubleshoot, he was instructed to disconnect from the infusion site and to bolus and prime, and an e4 was displayed. He removed the infusion tubing and primed through the adapter without error. He connected a new infusion tubing and primed without error. He then reconnected to the infusion site. The pt called back on original date, and stated that he continues to experience e4 errors. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.